Event description:
A us distributor reported that a patient's battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The cause for the failure was isolated to corrosion on the battery board pca. The root cause for the defective charger cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.